Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that a drawer offline message had appeared. A field service engineer found that the drawers were not being detected, and the power supply for the main tower was not powering on. Multiple attempts were made to swap cables and test the power source, which was confirmed to be working. However, access to the lockbox was unavailable and all drawers in the main medbank were non-functional, and the power supply fan was not working. After further troubleshooting, including switching power cables and sockets, the power supply still did not respond. Later, the technician obtained a replacement main controller and power coil from another team and replaced the faulty components inside the power supply. This resolved the issue, and the unit powered on successfully. Medbank software support assisted in synchronizing all drawers, and the unit functioned correctly during testing. Minor discrepancies were noted, but the nursing staff was informed and began correcting them. A general inspection and cleaning of the unit were performed, all cable connections were verified, and debris behind the unit was cleared. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower had a drawer offline message. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.